Event description:
Through a right thoracotomy approach for af ablation and robotic assisted mv repair, the physician stated that the pas device was advanced into place and the user experienced minor difficulty advancing the ultracinch device. During ablation, the device performed as expected. The physician experienced difficulties removing the ultracinch device from the pt. Following removal of the ultracinch device, the physician noticed blood coming from the wound. The physician electively performed a median sternotomy which revealed a tear in the laa just above the ablation line. The physician then sutured the tear with prolene suture which stopped the bleeding. The case was completed through the median sternotomy. There were no adverse complications to the pt, with exception of the sternotomy incision. There were no postop complications.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the serial number is unk. Based on the information provided to st jude medical, the cause for the reported perforation could not be determined.